Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no elective replacement indicator (eri) alert or allegation of premature battery depletion, the device was explanted prophylactically and a new device was implanted. Patient was stable prior, during and post procedure.

Event description:
Patient survived sudden cardiac death.

Event description:
New information received on (B)(6) 2018 states that patient had vasospastic-induced ventricular fibrillation with malignant ventricular arrhythmia for some time. Patient survived two cardiac arrests related to this. Physician elected to implant a new device for this reason.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).